Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device was electively explanted due to its inclusion in the (B)(4) 2005 avt latching population, secondary to an infection, and that the patient had filed a legal claim regarding the device. The device's legal status was subsequently resolved.